Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported, the pump has some insulin condensation in the cartridge compartment. Mother does not know where the loss is. No adverse event reported. Requested return of the alleged cartridge for evaluation.